Manufacturer narrative:
Updated fields in: b5, d8, d9, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported the aspiration needle had punctured the packaging seal. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.